Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had no display or power. The customer blood glucose level was 212 mg/dl. Customer stated insulin pump was exposed to moisture. Customer states they did not see fluid under the lcd. Customer states the insulin pump was not dropped also there was not cracks in the insulin pump. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.